Manufacturer narrative:
A review of the mfg paperwork has been conducted.

Event description:
On (B)(6), 2008, this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. On (B)(6), 2010, an additional procedure was performed whereby an iliac extender component was implanted. Additional info has been requested.